Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was in a car accident and was hospitalized. Customer had a food poisoning prior to the incident and was released from the hospital that morning. Customer's blood glucose was 110 mg/dl and sensor glucose was 105 mg/dl before driving. Right before the customer got home, customer's blood glucose was 50 mg/dl and sensor glucose was 89 mg/dl. Customer lightly bumped the car in front of him. Ems stabilized the customer and admitted him to the emergency room. Customer's blood glucose at time of call was 120 mg/dl. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.